Manufacturer narrative:
(B)(4). The lot was manufactured from october 29, 2014 ¿ october 30, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was involved in an underinfusion incident. According to the report, the device was filled with 230 ml of an unspecified solution and connected to the patient; however, after 72 hours, an unspecified volume remained in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: codes are being replaced due to sample being returned. The device was returned for evaluation. Visual inspection revealed no signs of physical abnormality. A functional flow rate test was performed and the flow rates were found to be within specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.